Event description:
The complainant has reported that a male underwent a therapeutic procedure for rfa (radiofrequency ablation) of his liver in 2006. During the percutaneous procedure, the pt reported pain. Upon removal of the coaccess electrode, the physician noted that "some part of the insulated cannula was peeled off". The procedure was completed with another of the same device. There was no adverse effect on the patient as a result of the reported problem. The patient condition is reported as "normal".

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Therefore, a failure analysis is not yet available and we are unable to determine the relationship between this device and the cause for this event.